Event description:
Surgeon cutting cranial plate during craniotomy procedure, when thesingle use medtronic midas rex bit broke, putting hole into mayo standcover and hole into asepto syringe used for irrigation. The sitereporter stated there was no evidence of any of the broken bit piece(s)in the pt. The pt was discharged 3 days following this procedurewithout any problems. The operator of the drill stated the pt's skullwas somewhat thick, but not unusual and therefore is not able tospecifically identify a cause for the bit breaking. The site reporter was not sure when the drill and the bits were last serviced and states this facility only utilizes the midas rex drill and the operator of the drill found this event to be an extremely unusual event, never had experienced this before.